Manufacturer narrative:
The pump was received with no vibration during the self test due to a broken black wire on the vibrator motor. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, unexpected restart and all operating current measurements. The pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump had vibrate anomaly. The customer's mother's blood glucose was unknown at the time of incident. Troubleshooting was done. The customer's mother was assisted in performing self-test. The customer's mother stated that the insulin pump did not vibrate during test. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.